Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate a defective old speaker. There was no sound /beep with the certification speaker tester due to defective old speaker.based on the information available and the testing conducted, the cause of the reported problem was a defective old speaker. The reported problem was confirmed. The investigation concludes that no further action is required at this time.

Event description:
During evaluation at bench repair, it was identified that the device had no audio.the device was not in use on a patient at the time of event, there was no adverse event reported.